Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system and no other devices. The outer shaft, middle shaft, inner shaft and the remainder of the device were checked for damage. The shaft showed two kinks, one at the nosecone and the other at 2.5cm from the nosecone. The stent was returned sticking out of the tip approximately 1.4cm. The pull handle was not pulled and the yellow wheel lock was returned on the device. The handle was opened to inspect for additional damage. No additional damaged was noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the left superficial femoral artery. A guidewire was engaged and an 6x40x130 innova¿ stent was advanced and opened automatically by approximately 10% without using the thumbwheel. The device was completely removed with the sheath and the procedure was completed with another of the same device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the left superficial femoral artery. A guidewire was engaged and an 6x40x130 innova¿ stent was advanced and opened automatically by approximately 10% without using the thumbwheel. The device was completely removed with the sheath and the procedure was completed with another of the same device. There were no patient complications reported and the patient status is good.